Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had speaker malfunction and there were no sounds from the device during bootup. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device had a malfunction of the speaker. The device was repaired by replacing the speaker. The device was updated to the latest hardware and firmware per procedures and passed functional tests. The repaired device was returned to the customer site.

Event description:
The customer reported that the device had speaker malfunction and there were no sounds from the device during bootup. The device was not in use on a patient at the time of the event.